Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-08567, related manufacturer reference number: 2017865-2019-08568, related manufacturer reference number: 2017865-2019-08569. It was reported that a patient presented in clinic. Physician noted a systemic infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right atrial lead were explanted. Patient was stable post procedure.